Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a ua 45 (driveshaft not at "home" position after power-on/restart) error message was not reproduced during evaluation; however, was confirmed during analysis of the retrieved archive data. The root cause is due to the driveshaft not being in home position. The platform was received with no physical damage. The device was functionally tested using a good known autopulse li-ion battery and lifeband with a large resuscitation test fixture. The device operated as expected with no issue observed and passed all final specification. Review of the archive data confirmed the occurrence of multiple ua 45 error messages on (B)(6) 2018, confirming the reported event. On (B)(6) 2018, the archive data recorded that the platform was powered on with normal exit indicating that the ua 45 error message was cleared. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive is easily clearable by user. For example, a ua 45 error message alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua 45 error message, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaint reported for autopulse platform with serial number 33478.

Event description:
The autopulse platform (sn (B)(4)) displayed a ua 45 (driveshaft not at "home" position after power-on/restart) error message. The user attempted to clear the issue by restarting the platform; however, the issue did not resolve. The issue occurred during training, no patient was involved.